Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during glenoid augment reaming the tip of a ball hex augment reamer broke. The event occurred intra-operatively; all fragments were retrieved, and a new instrument tray was opened to replace the broken instrument and proceed. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.